Event description:
It was reported that pegasus yel 24gax0.75in prn-capy non-pvc leaked. The following information was provided by the initial reporter: before puncturing, the catheter tube was found to be leaked during checking.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/20/2021. H.6. Investigation: bd received a 24 gauge pegasus device from lot 1019862 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer microscopically inspected the returned unit and observed damage to the catheter. It appeared that the needle had pierced through the catheter tubing. Next, the unit was tested for leakage and leakage was observed coming from the observed damage to the catheter. Based off the microscopic inspection and leakage test the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to an operator error. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pegasus yel 24gax0.75in prn-capy non-pvc leaked. The following information was provided by the initial reporter: before puncturing, the catheter tube was found to be leaked during checking.